Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event. The fse was not able to reproduce the issue. The fse found it was the left screen and not the right screen that was having the issue. The fse contacted the customer, and the customer confirmed it was the left screen that was having the issue. The fse replaced the high resolution stereo viewer (hrsv) and personality module surgeon console (pmsc) to resolve the issue. Intuitive surgical, inc. (Isi) has not received the hrsv or the pmsc for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, the right eye in the high resolution stereo viewer (hrsv) was noted to be black on one of the surgeon side console (ssc). An intuitive surgical, inc. (Isi) technical support engineer (tse) requested the customer to reseat the blue fiber cable (bfc) between the sscs; but, the issue persisted. The customer elected to proceed using the ssc 1. The procedure continued as planned. There was no report of patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high-resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The monitor was installed on in-house system. It was noted that the image was too bright. Isi received the personality module surgeon console (pmsc); however, the reported failure was not replicated. Teh pmsc was installed on the test system with no problem and ran ten power cycles with no issues. The error 119 was unable to be replicated. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The system initially powered on with no errors. The customer informed they had shut down and rebooted the system as well as contacted customer service in an attempt to resolve the reported issue.